Manufacturer narrative:
It was reported by customer that vial adaptor leaking. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2203e lot number 23125149 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material #: 2203e batch #: 23125149. It was reported by customer that vial adaptor leaking. Rcc received a complaint via email. Cove ID (B)(4), date of company awareness 01-aug-24, merck fg batch # y008072, bd vial adapter batch 23125149, pqc category vial adaptor leaking during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 2203e; batch #: 23125149. It was reported by customer that vial adaptor leaking. Verbatim: rcc received a complaint via email. Cove ID (B)(4). Date of company awareness 01-aug-24. Merck fg batch # y008072. Bd vial adapter batch 23125149. Pqc category vial adaptor leaking during use.